Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This is an initial final report. Reported issue: it reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. The side plates, roller and comb were damaged on the device. The pretest could not be performed due to damaged comb. The device came in with three cutters: 1.5-1 sn (B)(4) failed, 2-1 sn (B)(4) passed; 3-1 sn (B)(4) passed. Approved aged repair tier 27- the damaged parts were replaced on the device and ratchet. The device was tested and calibrated to specification. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that the device was sent for preventive maintenance but required repair. It was discovered the device had a damage - bent comb. No adverse events were reported as a result of this malfunction. No additional event information available.